Manufacturer narrative:
MFR's investigation is still ongoing; if additional info is received, a f/u report may be submitted.

Event description:
It was reported that pt was being transferred by ambulance from the hospital. It was reported that while the cot was being removed from the rear of the ambulance, the cot was pulled free of the back of the ambulance causing the head end of the cot to fall, injuring the pt.